Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that the time on the insulin pump was moving farther and farther ahead. The customer's blood glucose was 101 mg/dl. The customer reported they noticed the time being ahead a week ago and now it is already 11 minutes ahead. The customer stated they woke up low but did not get any alert. The customer only mentioned a sensor glucose value of 50 mg/dl and did not provide a blood glucose value for the low. The customer reported the insulin pump is still delivering insulin even if they are already low. Troubleshooting was completed but did not resolved the issue. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.